Manufacturer narrative:
Concomitant medical products: model: 694965 defib lead, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the right atrial (ra) lead dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.